Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the buttons of the insulin pump harder to press to response. Customer¿s blood glucose level was unknown. Customer stated that unexplained no delivery alarms. Troubleshooting was declined. The device will not be returned for analysis.